Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd venflon¿ pro safety shielded IV catheter had a safety mechanism that did not deploy to cover the needle. The following information was provided by the initial reporter: "on withdrawing metal needle from cannula safety device did not deploy and left sharp needle tip exposed."

Manufacturer narrative:
Investigation summary: three photos were received by our quality team for evaluation. From the photos, a used sample with an exposed needle and the safety mechanism not activated and a top web was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. As the actual sample was not returned, further investigation cannot be performed, and the root cause cannot be established.

Event description:
It was reported bd venflon¿ pro safety shielded IV catheter had a safety mechanism that did not deploy to cover the needle. The following information was provided by the initial reporter: "on withdrawing metal needle from cannula safety device did not deploy and left sharp needle tip exposed."

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd venflon¿ pro safety shielded IV catheter had a safety mechanism that did not deploy to cover the needle. The following information was provided by the initial reporter: "on withdrawing metal needle from cannula safety device did not deploy and left sharp needle tip exposed"